Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "an IV line was being removed from a carefusion 303, inc. Alaris pump. It was noted that the IV line would not self-clamp to the pump, although the IV line was still connected to the patient. Pitocin bolused for approximately 5 seconds. According to the clmical/biomedical team, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing. What was the original intended procedure? : clear air from IV line. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do;" the biomed stated : "this is a concern with the carefusion pump latch,when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device not returned to bd.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "an IV line was being removed from a carefusion 303, inc. Alaris pump. It was noted that the IV line would not self-clamp to the pump, although the IV line was still connected to the patient. Pitocin bolused for approximately 5 seconds. According to the clinical/biomedical team, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing. What was the original intended procedure? : clear air from IV line. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do;". The biomed stated : "this is a concern with the carefusion pump latch, when the operator forces the latch to close, it can break the IV clamp and may affect proper infusing."